Manufacturer narrative:
The reported event was patient death. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.

Event description:
It was reported that the patient expired due to congestive heart failure, hypertensive cardiovascular disease and chronic obstructive pulmonary disease. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv), and left ventricular (lv), right atrial (ra) leads were explanted. It is unknown if the patient's products or procedure contributed to their death.